Manufacturer narrative:
Please note that only the introducer sheath of the device associated with this complaint was returned. Additional information received from the penumbra sales representative indicated that the remainder of the device is not available for return. Therefore, without the return of the complete device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-02098, 2. 3005168196-2021-02099. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-02098, 3005168196-2021-02099.

Event description:
The patient was undergoing a coil embolization procedure in the maxillary artery using penumbra smart coils (smart coils). During the procedure, three smart coils were unable to advance at all from their initial position within their respective introducer sheaths. Therefore, the three smart coils were removed. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.